Event description:
Customer reportedly received results of outside of the device measurement range on the advantage system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Meter, comfort curve test strip lot number 546825, expiration date 03/31/2005.

Manufacturer narrative:
The suspect product is the advantage meter.